Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a lynx suprapubic sling device was used during a tension-free vaginal tape procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the sling folded over itself when the physician pulled on the plastic sleeve. The physician removed the mesh and used another lynx suprapubic sling device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.